Event description:
Reporter indicated that a pt experienced no change in seizure frequency with vns therapy. It was reported that when evaluated during the first year of therapy, the pt did have partial efficacy from magnet mode stimulation; however, during an eval two years after beginning vns therapy, it was reported that the pt was not experiencing efficacy from magnet mode stimulation.

Manufacturer narrative:
Roszkowski, m and zwolinksi p. "Adjunctive vagus nerve stimulation (vns) therapy for children up to 6 years of age with pharmacoresistant epilepsy: long-term efficacy, safety and magnet use."